Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for analysis. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
Following an intraocular lens (iol) implant surgery a surgeon reported a patient complained of being unable to drive at night due to glare. The lens was exchanged for another of a different model. There are two medical device reports associated with this event. This report is associated with the first eye.